Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp). The iab fill port luer connector (0103-00-0398-01) was broken. The iab fill port luer connector has been replaced. Functional checks of the unit were performed, and the unit was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while the cs100 intra-aortic balloon pump (iabp) unit was turn off a broken helium output connector and plate occurred. There was no patient involvement reported.